Event description:
Pt reported that, while troubleshooting a mechanical error. The device's piston rod was stuck at the base of the insulin cartridge chamber. Pt indicated that, although the piston rod was fully retracted, the device's motor continued to run. Pt stated that, when they removed and reinserted the battery pack, the device's display was blank, although the motor continued to run. Their blood glucose was not affected and no treatment was recieved.